Event description:
Lma was inserted into pt; unable to ventilate or assist with pt ventilation. While removing lma from pt, airway tube separated from cuff. There were no consequences or injury to pt.